Event description:
A disposable surgical instrument package was being used during a surgical procedure where the tip of a side of cutting bur broke off in the patient. The side cutting bur was being used to prepare a proximal interphalangeal joint for prosthesis. The surgeon did not retrieve the broken piece and left it in the patient.

Manufacturer narrative:
Product involved in the event was not returned. Product of the same lot was obtained from inventory and is in the process of testing.